Event description:
An ophthalmic surgeon reported a patient with severe halos and glare following bilateral intraocular lens (iol) implant surgeries. This negatively impacts the patient's daily life. There are two medical device reports associated with this event. This report is for the left eye. Additional information was requested.

Event description:
Additional information was provided by a surgical coordinator, who reported that following intraocular lens (iol) implant surgery the patient experienced a gritty feeling, seeing half moons, having difficulty in bright light and at dusk, can't see to read in the car, and sees halos. The symptoms are improving.

Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The initial report indicated an unknown multifocal iol. The additional information received indicates a multifocal toric iol that is not sold in the us. If the additional information regarding the lens model had been received prior to the initial report the event would not have been reportable to the FDA. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. (B)(4).